Event description:
It was reported that after a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument had a spark come out from the root of the forceps/jaw. The procedure was completing with no reported injury. The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument did not show damage to the conductor wire and the instrument passed the electrical continuity test. Common causes of the failure mode thermal damage between grips instrument bipolar yaw pulley are typically attributed to the user for example by insulation degradation and carbonized tissue creating a conductive path.

Manufacturer narrative:
The maryland bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm and reproduce the reported complaint. The instrument was found to have charring and localized melting at the grip base between the grips. The instrument does not show damage to the conductor wire. The instrument passed the electrical continuity test.